Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drainage bag. The same day as the event onset, the patient presented to the emergency room, was hospitalized and treated with unspecified antibiotics (discontinued after 9 days) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.